Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: tridentii tritanium cluster58f; cat#: 702-04-58f; lot#: 14712951a. Exeter v40 stem 37.5mm no 0; cat#: 0580-1-352; lot#: g8594460. Delta v-40 ceramic head 36/0; cat#: 6570-0-136; lot#: 15985654. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
The following information was provided: it was reported by the salesperson that patient undergoes primary thr@ on (B)(6) 2024, require for revision thr @ on (B)(6) 2025 due to infection.

Event description:
No new information.

Manufacturer narrative:
The following devices were also listed in this report: tridentii tritanium cluster58f; cat # 702-04-58f; lot # 14712951a. Exeter v40 stem 37.5mm no 0; cat # 0580-1-352; lot # g8594460. Delta v-40 ceramic head 36/0; cat # 6570-0-136; lot # 15985654. Simplex tobramycin 1 pk; cat # 61971001; lot # tje046 x 2. Md universal cement restrictor; cat # b000-0240; lot # 6m10548. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding infection involving a trident liner was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. -complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: it was reported by the salesperson that patient undergoes primary thr@ (B)(6) 2024, require for revision thr @ (B)(6) 2025 due to infection. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.